Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is functional undersensing at times on the atrial lead due to atrial events appear to be falling in the blanking period. This may cause the implantable cardioverter defibrillator (ICD) to prematurely terminate device classified events at times. The atrial lead and ICD remain in use. No patient complications have been reported as a result of this event.